Event description:
Bugbee cord and bovie 10138 due to bugbee cord catching fire while in surgeon's hand; extinguished with sterile water and bovie unplugged; surgeon's gown with visible hole noted; charge nurse and engineering notified.